Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilation. During first inflation at 10 atmospheres for 60 seconds, the balloon ruptured in a pinhole form at the center part. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.

Manufacturer narrative:
D2b: additional pro code (product code): lit. G4: additional premarket / 510(k): k141597.